Manufacturer narrative:
No conclusive evidence has been provided that supports or opposes that fact that the invisalign system aligners caused or contributed to the reported symptom. This event is being filed as an MDR as the patient lost a tooth and an align product may have contributed to the event.

Event description:
The patient reported developing oral fistula, after having their wisdom teeth removed. The treating doctor reported the tooth extraction was planned after the treatment, but the treating doctor it is not aware why the wisdom teeth were removed early. The patient reported having their teeth extracted due to decay. The patient did not report taking or being prescribed medication to alleviate the reported symptoms. It is unknown if the treatment has been discontinued or if the patient is still wearing the aligners.